Manufacturer narrative:
Reason for reoperation is deflation. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, wear abrasion and curved opening with striated edge. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage.

Event description:
The device has been explanted.